Event description:
It was reported, the deflectable videoscope had no image and communication error code 216. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding no image and the scope communication error e216 was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions would likely be due to failure of the video connector unit. Scratches like being bumped with something was observed near the electrical contacts as well as a tear on the resin part. It is possible that external stress was applied during handling of the device, leading to failure of contacts and the embedded circuit board. The event can be detected by following the instructions for use: ltf-s190-5, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.